Event description:
It was reported that during a stent placement procedure, the proximal end of the stent allegedly did not deploy. It was further reported that after 10 minutes of manipulation, the stent was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
H10: an extended voluntary recall has been initiated for the venovo® venous stent system which includes various sizes of the product offering within a specific lot number. Reportedly, the venovo venous stent does not immediately expand upon deployment but remains connected to the stent cushion on the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial damage which was considered an indication that the stent adhered to the stent brake after deployment, which leads to a confirmed result for expansion issue. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during a stent placement procedure, the proximal end of the stent allegedly did not deploy. It was further reported that after 10 minutes of manipulation, the stent was successfully deployed. There was no reported patient injury.